Manufacturer narrative:
Continuation of d10:  693558 lead implanted (B)(6) 2014; 419588 lead implanted (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) pocket had dehisced and eroded and was infected slightly over three years post-generator change procedure. Positive cultures were noted though the infection organism was unknown. The patient experienced discomfort, pain, purulent discharge, redness, and swelling. The crt-d system was extracted. During the procedure, the superior vena cava (svc) was torn. Cardiothoracic surgery was attempted to repair the heart; however, the patient expired. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.